Event description:
Medtronic cardiovascular received information that this venous cannula was observed to be leaking during a bypass procedure. The leak was not blood, but air sucked from the hole, likely due to the venturi effect. It was reported that because of the nature of the operation, the cannula was not replaced during bypass. To limit the effect of the leak, the cardiotomy reservoir was filled to the balance point, to limit the amount of possible air that could be sucked into the system. Sufficient venous flow was maintained; however, 2000 milliliters of extra ringers-solution was administered to the patient. Surgery was concluded uneventfully and the patient was weaned from bypass. Observation of the cannula revealed weakness between the tip and reinforced part of the cannula, and was to be returned to medtronic for analysis.

Manufacturer narrative:
Results: product has not been returned for analysis. Conclusions: cause of event cannot be determined. Analysis: it was reported that this cannula would be returned for analysis. When this product is returned, analysis will be performed. Upon completion of analysis, the event will be updated, and a supplemental medwatch will be filed. Conclusion: no conclusion can be determined at this time without product return and analysis.